Manufacturer narrative:
Section h10: (h3) based on capa2017-12, the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature. (H6) evaluation codes: 2199, 1069.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that while glenoid reaming with the 38mm-pilot tip reamer, the pilot tip has broken off the reamer.